Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The seal plugs were intact and the set screws move freely in both directions with a wrench. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker was an attempted implant due to connection issue. The right ventricular (rv) lead had difficulty connecting to this pacemaker, multiple attempts were made and the lead could not be screwed into the header. The pacemaker was replaced and the rv lead was connected successfully. The patient is not pacemaker dependent. No adverse patient effects were reported.